Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they did not experience urinary retention prior to the device, but they also indicated that their retention was not worse as a result of the device or therapy. They also indicated that catheterization as not a part of their standard of care prior to the device.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they are having trouble voiding and they seem to be taking on fluid and they are concerned that they are having fluid retention. Reviewed role of patient services and redirected patient to healthcare provider to discuss symptoms. Patient stated they tried to call medtronic representative but were not able to get through. Patient mentioned mdt rep adjusted patient's stimulator a while back. Patient reported this started about 2-3 days ago. The patient was redirected to their health care provider to further address the issue. .